Event description:
According to the reporter: while removing a suture from a endo stitch suturing device the needle broke and part of the needle remained in the endo stitch. This happened at the sterile field away from the pt. There was no involvement/contact with the pt.

Manufacturer narrative:
(B)(4).